Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered a postoperative stroke. The patient passed away at an unknown date, estimated to be (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6) and the reported stroke could not be conclusively determined through this evaluation. No further details were mentioned. There were no major changes in implantation setting or technique that might have caused these incidences. No further information regarding the type of stroke or potential cause were provided by the customer. Additional information revealed that the exact date of death was unknown. Due to privacy laws restrictions the customer will not share any kind of patient related information. This includes all kind of data regarding the patient and its course of disease. The patient passed away. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30aug2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists stroke as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.